Manufacturer narrative:
H6: investigation summary: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, and risk analysis, the root cause of the sip/sit leaking waste without bleach and not contained within the instrument was due to the v8 tubing line. This tubing line is used to help aspirate waste to the waste tank, but any clogs, kinks or cracks will contribute to a sip/sit leak. This issue was confirmed by the tsr (technical support representative) during a phone consultation and instructed the customer to remove, reseat and massage the tubing for better flow. No engineer was needed to be dispatched to the customer¿s site for repair because the leak was resolved. No return sample was requested for evaluation because no parts were replaced. After the repair, the instrument was tested and was performing as expected. There was no leak flowing from the sip/sit. Based on the investigation results the root cause was due to the v8 tubing line. H3 other text : see h.10.

Event description:
It was reported that the waste line leaked outside of instrument during use with a bd facslyric¿ 3l12c instrument ceivd. The following information was provided by the initial reporter: the leakage was not contained within the instrument in a customer accessible location. The leaked fluid was waste not mixed to bleach. The source of the leak was a waste line. Liquid was not sprayed but dripped. Customer was not exposed to blood or bodily fluids. The customer suffered no physical harm as result of the leak.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the waste line leaked outside of instrument during use with a bd facslyric¿ 3l12c instrument ceivd. The following information was provided by the initial reporter: the leakage was not contained within the instrument in a customer accessible location. The leaked fluid was waste not mixed to bleach. The source of the leak was a waste line. Liquid was not sprayed but dripped. Customer was not exposed to blood or bodily fluids. The customer suffered no physical harm as result of the leak.